Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. 1 investigation of the actual sample 1.1 visual inspection of the actual sample it was found that the surface of venous blood inlet port on the reservoir described in the ppr had been scratched in the longitudinal direction. It was also found that the blood outlet port on the reservoir and the blood inlet port and blood outlet port on the oxygenator had been scratched in the longitudinal direction. 1.2leak test of the actual sample the actual sample was installed into a circuit consisting of tubes, and the colored saline solution was circulated through the actual sample at a flow rate of 1.5 l/min for 6 hours. As a result, no leakage was found at the venous blood inlet port on the reservoir described in the ppr and in other sections. 2 record review 2.1 the manufacturing record and the shipping inspection record of the actual sample -no anomaly was found. 2.2 past complaint file - no other similar report of the product with the involved product code/lot# was found. 2.3 manufacturing date: november 14, 2023 3 causes of occurrence/conclusion based on the investigation result, no leakage was found in the actual sample, and the event described in the ppr could not be confirmed. Regarding the cause of scratch on the surface of venous blood inlet port on the reservoir and on each port, at ashitaka factory, caps are attached to the ports, and at the time of attaching the cap, 100% visual inspection is performed. Therefore, it was inferred that they were scratched after removing the cap before use or after removing the tube during return shipping. However, from the condition of actual sample, it was not possible to clarify exactly when the actual sample was scratched, nor causal relationship between scratches and leaks. Relevant IFU reference: do not use an oxygenator and reservoir that leaks. Replace it with another capiox fx05 oxygenator and reservoir. Band all connections in the circuit. Terumo medical corporation (tmc) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that leakage found while started the priming in the arterial blood outlet due to suspected visible crack (product was not used in case as issue identified before priming), doctor used another terumo oxygenator. The procedure outcome was not reported. The patient was not harmed.

Manufacturer narrative:
A1: patient identifier: requested, not provided a2: age & date of birth: requested, not provided a3a: sex: requested, not provided a3b: gender: requested, not provided a4: weight: requested, not provided a5: ethnicity: requested, not provided a6: race: requested, not provided d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted g4: PMA/510(k): k130280 the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. No anomaly was found in the manufacturing record and the shipping inspection record of the actual product. No other similar report of the product with the involved product code/lot number was found. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.